Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cannula did not click into the tracheostomy tube. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation summary: 150 returned samples were received in unused condition and in their original packaging. The 150 returned samples were visually inspected at 12¿ to 16¿ and normal conditions of illumination. Per visual inspection, no damage was identified in any of the 150 samples returned. A ring gauge test was performed on the 150 returned samples to verify the external diameter. All samples failed the ¿minimum¿ ring gauge test. Failure mode reported: ¿a0266 - inner cannula problem¿ was confirmed. A bluselect tracheostomy tube of the same size (8mm) as the sample returned by the customer was taken and the cannulas were inserted to verify if the cannula fits correctly into the tracheostomy tube. The cannula was not correctly fitted into the tube. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Updated root cause analysis: the root cause was identified as outside diameter (od) over bumps out of specification to flash on supplier tool (cavity 2) action taken: supplier mold was repaired to remove burr on cavity 2. Supplier updated inspection test method to align with ICU medical method. ICU medical inspection procedure released with new inspection method ¿click fit od - over bumps¿ to perform sampling during receiving inspection. A retrospective 12-month review period (october 2023 to october 2024) was made for complaints originated and related to this issue and no additional complaints were identified to this lot number.